Manufacturer narrative:
The pump had a cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted. Analysis was unable to perform prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the pump had a button error alarm and high blood glucose level. The blood glucose at the time of the incident was 254 mg/dl. The customer states they attempted to bolus and then the up and down arrow began to ramp. The customer states the blood glucose is high due to eating a protein bar. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.